Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 1 and 2 were not being recognized. A technical support specialist (tss) remoted in, the countback screen showed the item was not found and was being destocked. In mql, it showed the system had destocked the item after an issue attempt. Transaction history indicated this medication had only been stocked in 02 02 for the past year. A field service engineer (fse) replaced the pyxibus controller card to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, item was not showing in cabinet when user tried to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.